Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The steerable guide catheter (sgc) and the mitraclip performed as expected throughout preparation. The sgc was placed within the patient, upon insertion of the mitraclip delivery system (cds) air was visualized within the hemostasis valve. The valve was aspirated while the physicians thumb was placed over the valve, but air bubbles continued to appear. There was no air visualized within the patient. The sgc and cds were removed from the patient and discarded. An additional sgc and mitraclip were inserted into the patient and the mitraclip was implanted successfully. The final mr was grade <1. There were no adverse patient effects or adverse patient effects reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.